Event description:
It was reported that there was an unknown patient that had ¿similar complaints¿ to a patient. It was noted that device of the unknown patient was to be removed. See manufacturing report #s 6000032-2014-00141, 6000032-2014-00138, <(>&<)> 6000032-2014-00139 for related patient with pain. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Product ID 4351, serial # unknown, product type lead; product ID 4351, serial # unknown, product type lead. (B)(4).